Event description:
One patient sample with discrepant ammonia results. Initial result gave > abs; repeated twice giving 9l ug/dl and 8l ug/dl. Sample was repeated with dilution giving 64 ug/dl. Sample was then ultracentrifuged and repeated twice giving 77 ug/dl and 72 h ug/dl. Erroneous result was reported. Patient not adversely affected. The field service representative was unable to determine a root cause for the discrepancy, but noted the issue seemed to be sample specific to this patient sample.